Event description:
It was reported that the arctic sun device did not boot up with displayed the icon "not available" when powered on. Per sample evaluation results on (B)(6) 2025, the displayed flow rate was lower than expected.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause identified is a failed flow meter. The device was evaluated upon receipt. The displayed flow rate is lower than expected. Replaced flow meter. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not boot up with displayed the icon "not available" when powered on. Per sample evaluation results on 16jan2025, the displayed flow rate was lower than expected.